Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "fails accuracy test". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The device passed all functional testing including a simulated infusion and flow rate testing. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported "fails accuracy test" was not verified. Should additional relevant information become available, a supplemental report will be submitted.